Event description:
Reported by the pt as a port leak with pain.

Manufacturer narrative:
Taper ii: the product associated with this report will not be returned per the pt's request. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has not received the product. Therefore, no analysis or testing has been done. Further info from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."